Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Void- incorrect mfg location.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that as the surgeon attempted to implant final poly bearing and it would not seat on tibial tray. Product was removed and the surgeon noticed the track on it was imperfect. Opened a new surface and implanted it without incident.